Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this female patient underwent a right total shoulder revision to convert from a tsa to a reverse tsa due to glenoid implant failure. After assessment surgeon was able to determine that the rotator cuff and subscap were intact and that revision was needed due to implant failure. The central cage on the cage glenoid remained in the vault and the glenoid implant along with the 3 peripheral pegs was dislodged from glenoid. A revision was performed and successfully converted the total shoulder to a reverse total shoulder. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (d10) concomitant device(s): 300-10-45, 5750001 - equinoxe replicator plate 4.5mm o/s 300-20-02, (B)(6)- equinox square torque define screw drive kit 310-01-44, (B)(6)- equinoxe, humeral head short, 44mm (alpha) (h3) the revision reported may have been the result of disassociation of the cage glenoid from the bone. The cause of the disassociation cannot be determined as the devices were not returned for evaluation and images of the explanted devices and pre-revision radiographs were not provided. (H4) device manufacture date: 10-sep-2018 section h11: *the following sections have corrected information: (d1) brand name: equinoxe cage glenoid l, post aug, right (d4) catalog number: 314-13-34, serial number: (B)(6), expiration date: 06-sep-2023, unique identifier (UDI) #: (B)(4), (d6a) if implanted, give date: (B)(6) 2019.